Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to communicate with the monitor) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to corrosion on the trunk cable connector pins. The root cause of the corrosion on the trunk cable connector pins was an ingress of an unknown liquid.   Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse events occurred from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt was unable to communicate with the monitor.